Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, system error 322, was not reproduced. The error did not reoccur and the device was found to function as intended with respect to the reported symptom. The event history log (ehl) review was performed and confirmed multiple events of system error 322. No corrections required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion. Service evaluation verified the upstream occlusion. The cause was identified to be an out of specification ultrasonic sensor reading which was replaced. Should additional relevant information become available, a supplemental report will be submitted.